Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the screen assembly and video generator board, and the unit passed all functional and safety tests.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated field: b4,d8,g3,g6,h2, h11. Corrected field: h6 (health effect ¿ impact codes).

Event description:
It was reported that during a pre-use inspection, the cardiosave intra-aortic balloon pump (iabp) touch panel was defective. The touch panel did not respond and could not be operated, so its use was avoided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.